Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient was prescribed ibuprofen and paracetamol for pain after the procedure and the patient was unable to pass urine. The patient was sent home after 48 hours with an indwelling catheter. The patient had some back pain which was thought to be related to a urinary tract infection. The patient was prescribed trimethoprim for one week. The patient had a bladder ultrasound. The patient was told by the surgeon that he might have to cut the tape to relieve the retention. On (B)(6) 2010, the patient reported that she was shown how to self catheterize and needed to perform this for a few days. She then was able to pass urine herself and managed that for a few days. However, the patient currently has another urinary tract infection. The patient was prescribed antibiotics and is trying to pass urine but sometimes needs to self catheterize as well.

Manufacturer narrative:
(B)(4) - urinary retention. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.